Event description:
It was reported that the patient experienced fluid loss with an artificial urinary sphincter (aus). The location of the fluid loss is unknown. A surgical procedure was performed, during which the aus was removed and replaced with a new one. No patient complications were reported.